Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the front four bands were deployed normally, the back three bands were adhered together, and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: additional information: block e1 (initial reporter address, city, zip/post code, fax) has been updated based on the additional information received on april 7, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the front four bands were deployed normally, the back three bands were adhered together, and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 7, 2025, reported that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed during visual inspection that the trip wire was returned broken, and the ligator housing returned with six bands attached to it. The ligator housing teeth were damaged, and the handle had no evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the scope, making the trip wire unable to work accordingly with the handle when pulling the bands. The damage on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or also this could be attributed to the way the physician was entering the device through the patient, causing the teeth damage and also affecting the functionality of the handle when deploying the bands. The trip wire was most likely cut when taking the device out of the scope. Based on all gathered information, the most probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the front four bands were deployed normally, the back three bands were adhered together, and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 7, 2025 reported that no difficulty was experienced upon setting up the device.